Event description:
It was reported that there was a lead safety switch (lss) from bipolar to unipolar configuration on this pacemaker due to right ventricular (rv) lead pace impedance measurement lower than 200 ohms, which was out-of-range. Technical services (ts) analyzed device episode data and found that there were stored non-sustained ventricular episodes with noise and oversensing on both rv and right atrial (ra) lead channels. Ts discussed troubleshooting including reprogramming. No adverse patient effects were reported. Currently, this pacemaker system remains in service.